Event description:
The physician intended to use a gooseneck snare during procedure. The device was removed from packaging per IFU. The procedure was a vena cava filter extraction through a jugular approach. The filter was snared and when it was tried to be introduced into a 8 fr sheath the snare was broken, releasing the filter partially inside the sheath. A second snare of the same size was used to snare again the filter and successfully withdrew from the patient. It is reported that it was the distal loop of the device that broke. The device did not detach into two pieces. The rupture happened during the procedure. The procedure was performed with the other device and no further clinical sequelae were reported.